Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx passed all subsytem tests (display, ECG, paddles, discharge, etc) however, the general test is incorrect. There was no pt impact.